Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified reason. Only an accessory kit was utilized during the procedure. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.